Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for recurrent mitral regurgitation and intervention performed. It was reported on (B)(6) 2015, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. There was a pre-existing anterior prolapse on the medial portion of the anterior 2 (a2) leaflet segment and a chordal rupture. One mitraclip was implanted and the mitral regurgitation (mr) was reduced from grade 4 to 1; however, the implanted clip did not cover the prolapse or the ruptured chordae. On (B)(6) 2015, it was noted that the mitral regurgitation had recurred and was back to grade 4. A prolapse was noted next to the original prolapse. Additionally, severed chordae was noted on the central to medial portion of the a2 leaflet segment. It was noted that the original clip was in place and had not detached in any way. A second mitraclip procedure was performed on (B)(6) 2016. Three additional mitraclips were implanted and the mr was reduced from grade 4 to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mr appears to be related to patient morphology/pathology (disease progression) and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, information was received, indicating that the physician has deemed the recurrent mitral regurgitation (mr) as un-related to the implanted mitraclip device or procedure. It was noted that the clip had not detached in any way and the reported prolapse and chordal rupture were pre-existing conditions. Although the recurrent mr is not related to the mitraclip device or procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.